Manufacturer narrative:
Olympus contacted the user facility to obtain additional information regarding this report. The user facility reported that the subject device did not malfunction. The wound was reportedly treated with two unspecified boston scientific clips and no surgical intervention required. The intended procedure was said to have been completed with the same olympus colonoscope. The device referenced in this report was not returned to olympus for evaluation. Based upon the information provided, the cause of the reported phenomenon appeared to be due to user error and unrelated to device performance. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the users inadvertently pressed the wrong pedal of the electrosurgical unit and employed the cut function when the users should have employed the coag function. The patient reportedly experienced a deep wound in the bowel which required clips. No further details were provided.